Event description:
Paraplegia after implantation: the thoraflex hybrid stent graft (150 mm) was selected because another stent graft (100 mm) was insufficient and a competitor's stent graft (120 mm) was also insufficient. The stent graft (3034 - 150) was implanted in the shaggy thoracic aorta. The procedure was completed smoothly, but the patient's lower limbs did not move after the procedure. The patient remains hospitalized and is scheduled to receive rehabilitation.

Manufacturer narrative:
Manufacturer narrative: clinical code: 2448 - paraplegia reported. Impact code: 4621- recognised device / procedural complication - patient has sequelae and remains hospitalised and is scheduled to receive rehabilitation. Device problem code: 3190 - insufficient information - no device failure /deficiency has been reported. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review of similar complaints thoraflex hybrid sales jan 21 to feb 25 vs medical event > paraplegia jan 21 - mar 25 gave an occurrence rate of 0.054% actions will be taken on this trend. 4111 - communication interview: additional information has been requested. 3331 - analysis of production records: full batch review performed which confirmed the device was manufactured to specification. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Event description:
Paraplegia after implantation: the thoraflex hybrid stent graft (150 mm) was selected because another stent graft (100 mm) was insufficient and a competitor's stent graft (120 mm) was also insufficient. The stent graft (3034 - 150) was implanted in the shaggy thoracic aorta. The procedure was completed smoothly, but the patient's lower limbs did not move after the procedure. The patient remains hospitalized and is scheduled to receive rehabilitation. This report is being submitted as follow up 1 for manufacturing report number 9612515-2025-00037 to provide event closure information for tag0201.

Manufacturer narrative:
Clinical code: 2448 - paraplegia reported. Impact code: 4623 - rehabilitation: the site confirmed on 31 mar 25 confirmed that the patient is undergoing rehabilitation. Device problem code : 2993 - adverse event without identified device or use problem: the site confirmed on 31 mar 25 confirmed that the was no issues with the device before or during implant and there was no twisting or kinking. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review of similar complaints thoraflex hybrid sales jan 21 to feb 25 vs medical event > paraplegia jan 21 - mar 25 gave an occurrence rate of (B)(4)% actions will be taken on this trend. 4111 - communication interview: additional information was received from the site on 31 mar 25 which confirmed the below: · the cross clamp time for the event was about 40 minutes. · the patient was on bypass for about half a day. · no issues with the device before or during implant. · no scans available. · the IFU was followed. · the patient is undergoing rehabilitation. · were any signs of thrombosis / thromboembolism detected in the patient following the procedure? The patient had a shaggy aorta. · the user does not believe that there was a problem with the device, but believes that the selection of the 150mm device for a shaggy aorta was the cause. · there was no twisting or kinking. 3331 - analysis of production records: full batch review performed which confirmed the device was manufactured to specification. 4117 - device not returned: device remains implanted. Investigation findings: 213 - no device problem found: full batch review performed which confirmed the device was manufactured to specification. Also the site confirmed on 31 mar 25 confirmed that the was no issues with the device before or during implant and there was no twisting or kinking. Investigation conclusion: 22 - known inherent risk of device: IFU review was performed which stated thoraflex hybrid nagase japanese IFU translated problem/ adverse events states paraplegia. 4315 - cause not established: the root cause of this event was determined to be no causal link to device deficiency..